Event description:
A trilogy100 ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, error code e-282 was found in the ventilator's downloaded error log with the charge amount of the internal battery having been confirmed at 96% in the error log. The device's pca was replaced to address the issue. Preventive maintenance 2 was performed. The following parts were preplaced: exhaust fan assembly, 43 micron filter and pollen filter. In addition, dirt was confirmed so the following parts were replaced: flow sensor assembly, motor blower assembly and stirring fan.

Manufacturer narrative:
Previously reported by the manufacturer: a trilogy100 ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, error code e-282 was found in the ventilator's downloaded error log with the charge amount of the internal battery having been confirmed at 96% in the error log. The device's pca was replaced to address the issue. Preventive maintenance 2 was performed. The following parts were replaced: exhaust fan assembly, 43 micron filter and pollen filter. In addition, dirt was confirmed so the following parts were replaced: flow sensor assembly, motor blower assembly and stirring fan. New information: the power management pca was returned to the technician for further evaluation and the customer¿s complaint was not confirmed. The technician was unable to duplicate the error code (internal battery depleted). The pm pca operated on all power sources without issue and passed all testing. The pm pca operates as expected. The device has been scrapped. Additional information added to box d: product UDI and box h.